Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the switch. The system operates as intended.

Event description:
The customer reported that the switch on the vertical column was defective. No patient injury was reported.